Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. The customer delivered a correction injection to treat the bg. Reportedly, the cause for the reported issue was due to an incomplete cartridge change alert occurring. Tandem technical support educated the customer on incomplete cartridge change alerts. Reportedly, the customer cleared the alarm and resumed insulin therapy.